Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue via tfs defect 547987. The root cause was found to be stack damage by user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during an unspecified procedure, the catheter displayed a very poor image. The user changed the catheter and the reported issue was resolved. No additional information was provided. Multiple attempts were made to obtain additional information regarding the event and patient outcome but with no results.